Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: the report of stenosis was confirmed. X-ray demonstrated moderate calcification on all three leaflets, commissure 1 bent and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice and created a ring on the surface of the leaflets at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Leaflet 2 was rolled towards the outflow aspect due to host tissue. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 3 had a 4mm non-transmural tear near commissure 1; serrated marking were observed near the tear. The wireform was exposed on commissures 1 and 2, near commissure 3 at the inflow aspect, and on the side of the valve near leaflet 2 and commissure 3. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It has been determined that the valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Of note, please reference MFR report #2015691-2017-02117 for the report submitted for this patient's mitral valve.

Event description:
Edwards received information that this patient with a bioprosthetic mitral and aortic valve underwent redo-mvr and redo-avr, after an implant duration of the approximately nine (9) years, two (2) months. The aortic valve demonstrated stenosis. Through the receipt of medical records, it was learned that the patient had a large mca embolic stroke postoperatively and then developed mesenteric ischemia which required surgical intervention. Intraoperatively, she underwent an exploratory laparotomy, small bowel resection, and an attempted sma embolectomy. At the end of the procedure, the patient was transferred to the cticu in critical condition.